Event description:
It was reported that the device displayed a message advising that a maintenance is needed. No case involved.

Manufacturer narrative:
The device intended for use in treatment has been returned and evaluated, could not establish a relationship between the event reported. Visual inspection of the returned device did not identify any issues. Functional evaluation of the device did not reveal any malfunction. The maintenance due date in the device's settings is 92 days. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. The complaint history file contains further instances related events of the reported events. Probable cause maybe a component failure. Smith + nephew will continue to monitor for any adverse trends relating to this product range.